Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. The physician pulled out the needle plunger and found only the white link suture attached to the needle. The device was removed and hemostasis was achieved using manual compression. During device eval on 03/03/2008, a posterior foot break was found. There were no reported adverse pt effects. No add'l info avail.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Eval summary - eval of the returned device found a portion of the posterior foot broken off and not returned. The posterior cuff and link were also not returned. The posterior needle tip was also broken and there was no bend set on the posterior needle and the anterior cuff and small portion of the link were still engaged to the anterior needle tip. No mfg issues were detected. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.